Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level in the 30s mg/dl; cause was not known. Customer was treated with a glucagon injection. Treatment resolved the issue. Tandem technical support performed a pump system check and the pump is functioning as intended. Customer was released later that same day, (B)(6) 2024.